Manufacturer narrative:
Date sent to the FDA: 3/4/2016, add'l info.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states: caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic supracervical hysterectomy and bso on (B)(6) 2011, and a morcellex was utilized for tissue removal. The patient's biopsy revealed leiomyoma. The patient underwent a CT scan on (B)(6) 2013, which revealed a fullness of the patient's left adnexa and an ultrasound on (B)(6) 2013, revealed soft tissue fullness in the central low pelvis and cul-de-sac. On (B)(6) 2014, the patient had an MRI related to the mass adjacent to the patient's cervical stump, and a CT scan on (B)(6) 2014 for multiple complex pelvic masses. The patient underwent a radical trachelectomy and bilateral s-oo, and four masses were removed near the patient's omentum colon, left ovary and cervix on (B)(6) 2014. On (B)(6) 2014, the patient was diagnosed with being anemic and required a blood transfusion. The patient experienced rectal bleeding, fatigue and elevated temperature on (B)(6) 2014, and was diagnosed with a 14 cm previc abscess. The patient reportedly continues to experience abdominal pelvic pain. No additional information was provided.